Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was blood and contrast present within the inflation lumen and balloon. The balloon was loosely folded. At 25mm distal to the midshaft bond, the inflation lumen was twisted and stretched for a length of 1mm. At 12mm distal from the rapid port exchange (rpe), the shaft was separated. Running distally from the rpe for a length of 12mm, there was a longitudinal tear of the inflation lumen and guidewire lumen. At the rpe for a length of 3mm, the shaft was stretched.

Event description:
It was reported that shaft break occurred. The patient underwent percutaneous coronary intervention. The target lesion was located in a calcified right superficial femoral artery (sfa). A 3.50mm x 30mm emerge balloon catheter was advanced for dilatation. However, after the second inflation, the device broke in sfa. The device was retrieved using another guide. The procedure was completed successfully with no patient complications nor injuries reported.

Event description:
It was reported that shaft break occurred. The patient underwent percutaneous coronary intervention. The target lesion was located in a calcified right superficial femoral artery (sfa). A 3.50mm x 30mm emerge balloon catheter was advanced for dilatation. However, after the second inflation, the device broke in sfa. The device was retrieved using another guide. The procedure was completed successfully with no patient complications nor injuries reported.